Manufacturer narrative:
Insulin pump received with cracked/detached end cap. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify prime or fill anomaly due to cracked or detached end cap.

Event description:
It was reported that the act button was pressed continuously and numbers don't appear on screen. The customer's blood glucose level was unknown. The customer also reported that it was not possible to perform manual prime. The device will be returned for analysis.